Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is receiving inaccurate sensor readings. As a result, the a recalibration may be pending.

Event description:
Additional information received that identified that the patient had an echocardiogram performed on (B)(6) 2019, to have their sensor recalibrated by 45 mmhg. Accurate readings were observed under the manufacturer's patient care network database.